Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 45982. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing were performed. The primary complaint of error code 45982 was confirmed. The printed wire assembly (pwa) was replaced to correct this. The downstream occlusion (dso) sensor was also found defective. Replaced dso, dso bezel, and dso seal. Unable to retrieve odometer. Based on age and service history of device, the motor was deemed defective and was replaced.